Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire tip detachment occurred. A 200cm, 8cm v-18¿ control wire¿ was advanced to the lesion. However, the wire tip broke inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The unit returned has tip damaged, as part of overall visual revision. The device has its distal tip kinked and partially peeled. Overall length of the device is within specifications. Outer diameter (od) of the distal tip could not be performed due to the condition of the device (distal tip peeled). Od of the middle and proximal section of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 200cm, 8cm v-18 control wire was advanced to the lesion. However, the wire tip broke inside the patient's body. No patient complications were reported.